Manufacturer narrative:
(B)(4). Follow up for device evaluation. A customer reported the presence of plastic within the syringes. To support the investigation, one sample without blister packaging was received for evaluation by the quality team. Visual inspection identified a particle at the bottom of the syringe barrel. Under 30x magnification, the particles appearance was consistent with the material and composition of the syringes rubber stopper. No other defects or imperfections were observed. This condition could result from a particle generated during the trimming process of the rubber stopper that remained adhered to the syringe. A device history record (DHR) review was completed for material number 301031, lot 4305113. The review revealed no quality issues during production that could have contributed to the reported condition. No related quality notifications were identified, and all processes and final inspections complied with specification requirements. The sample will be shared with associates for awareness. To date, no other similar events have been reported for this lot. Based on the investigation, including analysis of the returned sample, the customer reported condition is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301031. Batch # 4305113. It was reported by customer that they have found plastic in the syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Our radiology department has been having trouble with these trays. They have found plastic in the syringes. They are working on getting an example for you. I just wanted to let you know. Mfg. Sku number: 301031. Investigated component lot number: 4305113. Additional information: the customer given the sample address.